Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. This device's allegation was confirmed. The chronic high atrial rates reduced this device's longevity.

Event description:
It was reported that this pacemaker was returned with no field allegations. However, this device failed the labeled longevity. This device was explanted. No additional adverse patient effects were reported.